Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2022. Calibrator signals were slightly higher than expected. The field service engineer found that a new lot calibration could not be performed. A new reagent was loaded on the analyzer on (B)(6) 2022, but no calibration was done. Calibration was longer than 28 days. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, multiple system reagent liquid level detection alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer ran performance testing and this passed. The tubing and reagent were checked; these were okay. Controls were run and passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 3 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg value of 2.64 miu/ml with a data flag. The sample was repeated twice, resulting in values of 297.2 miu/ml with a data flag and 303.3 miu/ml with a data flag. The sample was sent to another site for testing, resulting in a value of 279.0 miu/ml which was reported outside of the laboratory. The hcg reagent lot number was 56667102, with an expiration date of january 2023.